Manufacturer narrative:
The field service engineer found that the ise electrodes were defective. The electrodes were replaced and conditioned. The customer ran calibrations and qc successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.2 ise indirect for na and ci results from 2 samples on a cobas 6000 c501 analyzer. For sample 104b, the initial na result was 103 mmol/l and the repeat result was 134 mmol/l. The initial cl result was 131 mmol/l and the repeat result was 100 mmol/l. For sample 348c, the initial na result was 125 mmol/l. The repeat result was 140 mmol/l. No erroneous results were reported outside of the laboratory. None of the results were deemed correct. The electrode serial numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.